Event description:
During system error log review, intuitive surgical, inc. Representative or the field service engineer (fse) found that error 23022 occurred indicating a brake fault on the patient side manipulators (psms) arms. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the two arms.

Manufacturer narrative:
Two patient side manipulators (psms) arms were returned to isi for failure analysis investigation. Failure analysis found that both arms failed the in-house weight brake drop test for axis-2. The axis-1 and axis-2 brakes were replaced and the arms were upgraded with new brakes, brake bearings, gear and shaft to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the two patient side manipulators (psms) arms failing the brake weight drop test during failure analysis. Although this was found during system log review and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.